Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse confirmed the issue in the error log. To fix the issue, the fse replaced video generator pcb and cable tie for video display cable to prevent display cable from becoming unseated. The fse completed repair with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a really loud squeal and shuts off , and displayed an internal communication error. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a really loud squeal and shuts off , and displayed an internal communication error while testing the pump by flight crew. There was no patient involvement and no adverse event reported.